Manufacturer narrative:
Complaint conclusion:  as reported by the smart pms for superficial femoral artery (sfa) study, approximately three years ((B)(6) 2016) post implantation of two smart control stents (120 150, sfa - 6 x 150 mm and 6 x 100) were implanted in the proximal portion of the right leg, the patient experienced claudication.  Stent thrombosis was confirmed with the right leg. On (B)(6) 2016 the patient was started on a vasodilator (cilostazol). There was no additional treatment done for this stent thrombosis except the drug therapy by cilostazol. On (B)(6) 2016 an echography examination was done. The patient recovered on (B)(6) 2016. The causal relationship was unknown. Initially, the two smart control stents were implanted on (B)(6) 2013.  There was no report of any issues at the time of implantation. The patient¿s vessel level of tortuousness and calcification are unknown. The rate of stenosis is unknown. No additional information is available. The product was not returned for analysis. A review of the manufacturing documentation associated with these lot number 15851087 presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device for analysis, the reported customer complaint of ¿vascular stent thrombosis¿ could not be confirmed and no determination of possible contributing factors could be made. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Although based on the available information no definitive conclusion can be made, it is possible that patient, procedural, and pharmacological factors including responsiveness to antiplatelet therapy and anticoagulation may have contributed. Based on the device history record reviews, there is no indication that the events are related to the device manufacturing process.  Therefore, no corrective actions will be taken at this time.

Event description:
As reported by the smart pms for superficial femoral artery (sfa) study, approximately three years ((B)(6) 2016) post implantation of two smart control stents (120 150, sfa - 6 x 150 mm and 6 x 100) were implanted in the proximal portion of the right leg, the patient experienced claudication.  Stent thrombosis was confirmed with the right leg. On (B)(6) 2016 the patient was started on a vasodilator (cilostazol). There was no additional treatment done for this stent thrombosis except the drug therapy by cilostazol. On (B)(6) 2016 an echography examination was done. The patient recovered on (B)(6) 2016. The causal relationship was unknown. Initially, the two smart control stents were implanted on (B)(6) 2013.  There was no report of any issues at the time of implantation.  The patient¿s vessel level of tortuousness and calcification are unknown. The rate of stenosis is unknown. No additional information is available.